Manufacturer narrative:
Conclusion: device was disposed of by the hospital and will not be returned to the manufacturer for analysis. Vessel perforation is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
When the procedure started, the doctor was able to remove the thrombus from the ica up to the pcom level, despite a 360 degree loop under the scull base. The neuron 070 passed the loop, and the penumbra system 041 re-canalized the whole ica. Despite the passage of a normal micro guide wire to the mca level, it was impossible to have the reperfusion catheter 041 up, and after some work suddenly perforated the ica at the pcom level. The doctor does not know what caused the perforation and will not stop the use of the penumbra system; he has had too many good results to stop the use of it. The doctor said, he "would unfortunately report a perforation of the right internal carotid artery during thrombectomy of an occluded internal carotid artery with a smaller thrombus in the right m1 segment." The patient passed away the next day. This MDR is associated with MDR 3005168196-2009-00027 which pertains to penumbra system reperfusion catheter 041.